Manufacturer narrative:
(B)(4). No testing was performed.

Event description:
It was reported that the connector was broken on an intermate during set-up. The pump was filled with a solution of ceftazidime and meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no device analysis was performed. A batch review was conducted and revealed that the product met all of the acceptance criteria for release during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.